Event description:
It was reported that during an implant procedure, the right ventricular lead had high threshold and caused diaphragmatic stimulation, so it was repositioned four times. Ultimately, the helix was no longer working. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. The conductor was obstructed by the guidewire stuck in the lumen and there was blood on the distal electrode. Visual analysis noted apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).